Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: gk2748, gj2755a. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Event description:
It was reported that patient underwent laparoscopic radical gastrectomy on (B)(6) 2014 date and suture was used. The needle broke at the first stitch in an area about 1/3 of the distance from the swaged area to the point in which the needle was grasped. The broken piece was grasped by needle holder and did not fall into the patient and the remainder was retrieved. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: one half of a broken needle that broke in the body towards the attachment end was returned for evaluation. The only part that was received was the attachment side of the needle, the point side of the needle was not received. A visual inspection revealed that the needle exhibited amounts of intergranular and possibly some transgranular failure. These failure modes are not common for an sh needle, which typically fails primarily in a ductile manner.